Manufacturer narrative:
(B)(4). Upon further investigation, it was determined that the cause of the peritonitis event was digestive troubles due to food. Therefore, baxter peritoneal dialysis disposable products are no longer considered suspect for this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, cloudy effluent, fever, and diarrhea. The cause of the peritonitis was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unknown antibiotics (dose, route, frequency, and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Recovery status of the patient was not reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.